Manufacturer narrative:
UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to possible incorrect lubrication which is improper maintenance and user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device motor was seized, jammed, heavy moving, trigger blocked, equipment not starting and reverse trigger locked. It was further determined that the device failed pretest for starting behavior, power with the test bench, triggers for forward and reverse mode and reverse locking mechanism. It was noted in the service order that the equipment is not functioning. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.